Manufacturer narrative:
The device was received and evaluated. An 0x40 alarm was generated by the pod. A drive stall was observed in the data. The exact cause of the alarm could not be determined. Inspection of the drive mechanism found the hook post spring to be misaligned due to the incorrect installation of the hook post spring. It could not be determined if the incorrectly installed component contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 370 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours.